Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff moved the pt to another room where procedure was completed without further incident. Customer did not provide any further pt or procedural info, other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Product monitoring followed up with customer who reported they received and installed the new collimator system per (B)(4) tech supports advice. System is functioning fine with no reported issues.